Event description:
A user facility reported to olympus that the olympus, model ch-s400-xz-eb, 4k camera head was not recognized when used with the olympus, model otv-s400, video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was determined no image was produced. This report is submitted due to no image produced.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced due to a cable failure. In addition. Appearance defects were present on the cable due to physical stress. A connection problem with the camera was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the camera not being recognized by the otv-s400 and loss of image were due to a cable failure. The root cause of the cable failure was unable to be identified. The event can be prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.